Event description:
The first handpiece clicked into place, primed, and aspirated properly. It worked on the patient for approx 30 seconds and then the "check handpiece" error activated on the console. The device was restarted and reprimed 4 times with the "check handpiece" error activating each time. A second microtip was inserted into the console. The handpiece worked for 1.22 minutes. A squeaking noise could be heard when the handpiece turned off. The plugs were checked with no issues found. The console passed an electrical inspection by biomedical engineering after the event. Due to the failure of the handpiece the doctor opted to do a convergent surgery.

Manufacturer narrative:
The device has not yet been returned by the customer for evaluation. Upon receipt and completion of evaluation a supplemental report will be submitted.